Event description:
On 5/22/2019, corelink was made aware of the following incident. A (B)(6) male patient underwent l5-s1, alif fusion surgery. Immediately following procedure, patient was fine and per the doctor, procedure was considered a success. At the 2 week post-surgical follow up visit, patient appeared to be doing fine and healing as expected. At approximately 3 weeks post-op, patient began to complain about a sore at the surgical site which was oozing fluid. Patient then developed an infection at the surgical site, which was determined to be serratia, a gram negative organism. The patient was re-admitted to the hospital for treatment of the infection for approximately 1 week. In a follow-up call with the surgeon on (B)(6), patient appears to be doing better.